Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. No specific examples were provided for review. The patient mentioned that the measurement deviations were happening for several weeks and the sensor eventually retired triggering "early sensor replacement" alert.

Manufacturer narrative:
The user reported significant discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. Customer care escalated the case and, upon review, determined that the system was experiencing instability, which triggered a sensor replacement alert. The customer was reached and informed of the findings. Customer care opened an early sensor replacement case (B)(4) to document the sensor replacement alert . Upon dms review, customer care confirmed that the sensor replacement alert was received on day 154 of sensor life. Therefore no RMA was needed. The user already had an appointment for his next sensor exchange. No further investigation was found necessary. B4. Date of this report 16 nov 2025. G3. Date received by the manufacturer? 16 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.